Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 alarm (air in tubing) during dwell 3 of 5. The patient stated the supply bag had a loose connection. The patient was advised to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. During troubleshooting of the alarm, it was reported the supply bag had a loose connection. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. . If additional relevant information is received, a supplemental medwatch will be filed.